Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found the laser was weak and was causing the reported issue. The fse replaced the laser, which repaired the voltage errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported thecoulter hmx analyzer with autoloader was generating voltage errors. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.